Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 2 on both (ou) eyes at 3 day post-operative exam. Topical steroid were increased and oral steroids (medrol dose pack) was prescribed to treat the dlk. The patient¿s comments were that felt good but occasionally dry and blurry when tears needed.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.